Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient has been experiencing shortness of breath with undetermined etiology. The rate response was adjusted to new settings and it seemed to improve the patient's symptoms. The device is still in use. No further patient complications have been reported as a result of this event.